Event description:
This case was reported on (B)(6) 2011 by a physician - (B)(4). A ptc (product technical complaint) was initiated for this case. (B)(4). This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra). The pt was injected with poly-l-lactic at a different clinic and presented inflammatory nodules. She was initially injected around 2006 or 2007. She received 2 or 3 vials each injected about 3 to 4 months apart 1 vial at a time. The pt noted that she had nodules not long after treatment but they have been static and non visible up until recently. Pt was recently treated with platelet rich plasma and found that the nodules appear to have become inflamed after this treatment. Pt has had saline injected in the past and this did not breakdown the nodules. The nodules are located in the lower area of the face, around chin, and mouth area. They are palpable and a little larger than pea sized. Significant/relevant medical history includes - not reported. Relevant concomitant medications include - platelet rich plasma. Action taken: unknown. Corrective treatment - saline. Outcome - not recovered / not resolved. Physician / reporter causality: unknown. Additional information received (B)(6) 2011: a ptc was initiated for this case. Ptc numbers added.